Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibration anomaly. Customer's blood glucose value was 250mg/dl. Customer was assisted with performing self test and the pump did not vibrate during the vibrate test. Customer was not offered troubleshooting for high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire.